Event description:
The pt developed bacterial endocarditis secondary to a mouth organism, at explant, the sewing cuff was partially separated from the annulus "as expected with endocarditis" but was not grossly dehisced. The etiology of the endocarditis was most likely from a dental cleaning four weeks prior to reoperation despite prophylactic antibiotics. The pt is currently doing well.